Event description:
During baxter's eval of a spectrum pump, it displayed system error 322. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the experienced system error 322 which was reproduced. The eval was unable to determine the cause. The upper and lower auxiliary are known contributors to this symptom and have been replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate the issue. (B)(4).